Event description:
Type of report: product use error: (B)(6) was admitted on (B)(6) 2013 to (B)(6) for sepsis secondary to a left groin abscess. (B)(6) was hypovolemic and hypotensive. (B)(6) received fluid resuscitation in the ER. Initial fluid resuscitation of 4 liters failed to improve hypotension, and vasopressors were ordered. Left groin abscess was drained in the ER, and antibiotics were started. (B)(6) was admitted to ICU with a guarded prognosis. (B)(6) had temperatures recorded as ranging from 35.7c to 39.6c. On (B)(6) 2013 at 1100 hours, ICU nurses treated elevated temperatures by utilizing a gaymar medi therm iii mta 6900 series (hereafter gaymar 6900). The gaymar 6900 is a class ii medical device per the FDA, which requires a physician's order for use. No physician's order was given in this case. (B)(6) had sequential compression device (scd) wraps around her lower legs for dvt prophylaxis. Leg wraps were secured over the scd wraps and around each of (B)(6) legs below the knee and above the ankle. Chilled water was circulated continuously for 25 hours through the leg wraps with water temperatures as low as 40 degrees. Use of the gaymar 6900 in this manner by (B)(6) was contraindicated given (B)(6) heightened risk of peripheral vasoconstriction due to vasopressor use. (B)(6) had mottling of her lower legs and feet prior to the cooling unit placement. The chilling wraps were not removed by the ICU nurses until (B)(6) 2013 at 1200 hours (25 hours elapsed time of use). While the gaymar 6900 was in use, (B)(6) temperature only varied slightly between 39.2c and 39.6c. This was an insufficient reduction in temperature to justify continued use of the gaymar 6900 as instructed in the gaymar 6900 operator's manual, also, ICU nurse failed to follow several of the MFR's operating instructions and procedures, including timely monitoring for skin damage, documenting blanket water temperature, removing the unit for periodic skin eval and maintaining regular communication with a physician on the unit's efficacy. The ICU nurses used a bladder thermometer to record (B)(6) body temperature during usage of the gaymar 6900. Since the use of chilling wraps on her legs was uninterrupted for 25 hours. (B)(6) suffered thermal tissue injuries and ischemia to the entirety of both lower legs down to the bone. (B)(6) developed bilateral compartment syndrome involving all four major compartments of each lower leg. (B)(6) required emergency fasciotomies for each leg. On (B)(6) 2013 (B)(6) was transferred to a burn trauma center. On (B)(6) 2013, after an attempt at limb salvage, (B)(6) underwent a below-the-knee amputation of her left leg. (B)(6) is currently awaiting a below-the-knee amputation of her right leg.